Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend and a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was poor coupling. An antenna locate (al) was performed during the call, started at 66 and could only get to 68 or 70 when the antenna was pushed on. The issue did not resolve and the poor coupling screen was seen. It was reported that the implantable neurostimulator (ins) could be too deep. The patient had an unrelated abdominal surgery 4 weeks ago where they "moved some stuff around" and the patient could not feel the ins anymore. The patient could turn the ins on and off both before and after the surgery but the ins battery went dead and shutoff. The patient was not in good shape and now the coupling issues started on (B)(6) 2018. The al was attempted again and now the screen was frozen showing a person with an arrow pointing to the stimulator. The implantable neurostimulator recharger (insr) was reset during the call and it was then working. Additional information was received from the patient via a manufacturer representative reporting that they were unable to perform telemetry with the clinician programmer due to the battery being less than 25% charge. The implantable neurostimulator recharger (insr) was able to connect to the battery but no coupling bars were present. There was no improvement to coupling after moving the recharger around the battery area. The ins was in the right lower abdomen and was not visible or easily palpable. The patient had not had difficulty recharging prior to their recent abdominal surgery/tummy tuck. This surgery was reported to be complicated as the surgeon had to remove organs and replace them in order to clean out scar tissue. The recharging issues did not resolve after al, clinician programmer telemetry, and initiated recharge session. The patient was going to follow up with their neurosurgeon regarding a possible surgical intervention. It was noted that a surgery was planned but no scheduled. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, serial# unknown, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that per another rep¿s note of the patient¿s records, the battery replacement occurred on (B)(6) 2018. It was reported that it was unknown what the current status of the explanted ins as the replacement did not occur with this rep. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins was in overdischarge and that they were unable to bring it out of overdischarge. An ins replacement was to take place. No further complications were reported.